Manufacturer narrative:
Additional information received on june july 11, 2025, indicated that the patient scheduled for removal surgery on (B)(6) 2025. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 02, 2026, patient had car accident which caused the symptomatic rupture on the right side. The patient also experienced bilateral ptosis and size deficiency. As a result, the patient underwent bilateral mastopexies, and bilateral replacements per following: (r) ref: smhx470 sn: (B)(6), l) ref: smhx470 sn: (B)(6) h6 health effect - clinical code e2402: chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel 250cc silicone prosthesis experience right sided silent rupture post operation. The CT scan, and physical examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on october 01, 2025, the patient underwent removal surgery on (B)(6) 2025. Manufacturer¿s reference number: (B)(4).